Event description:
It was reported that the customer had just gotten out of the hospital and noticed that the pump does not make the clicking noise when the buttons are pressed. Hospitalization was not diabetes related. Customer stated that the pump is having a delayed response when trying to get through the menus. Customer has to press the buttons several times before she gets a response from the pump to continue to the next menu. Customer's blood glucose level was reported as 143 mg/dl and 300 mg/dl. Customer stated that the issue is more with the up and act buttons. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was advised to monitor her blood glucose levels. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switches. No blood glucose reminder anomaly could be confirmed due to the unresponsive buttons. The insulin pump was also received with minor scratches on the display window.